Manufacturer narrative:
On 3/3/2020, mentor became aware that patient experienced baker grade iii-IV for the reported capsular contracture. Side was not confirmed. Supplemental report will be submitted if and when additional information is received. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: concomitant medical products.

Event description:
It was reported that a female patient of unknown age and race underwent unspecified breast surgery with unknown implants, and was presented with bilateral capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.